Event description:
It was reported that the patient presented to the ER after receiving multiple inappropriate therapies due to noise on the rv lead. High threshold and decreases in pacing lead impedance and sensing were observed. Hv therapy was disabled until lead revision was scheduled. Lead was capped and replaced. Patient is doing well.

Event description:
It was reported that the patient presented to the ER after receiving multiple inappropriate therapies due to noise on the rv lead. High threshold and decreases in pacing lead impedance and sensing were observed. Hv therapy was disabled until lead revision

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.